Manufacturer narrative:
Visual examination of the complaint device found no issues noted to the device. Functional analysis found that there were air bubbles when filling the device with water. A leak was identified by a crack above the y-body to the syringe bond site. There is not enough information and evidence available to determine a root cause. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation of esophageal stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation of esophageal stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.